Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, no failure was found. Annual calibration was performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that upon last use with saw attachment, the attachment became hot and black / brown fluid (oil?) Escaped. This is report 1 of 1 for complaint #(B)(4).